Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and the exposed soft cannula was not observed to be damaged, bent, or kinked. No deficiencies were observed with the soft cannula that would contribute to a cannula dislodge. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue with insulin delivery. During fluid path testing, the fluid was able to travel the complete fluid path with no issues after an occlusion was cleared. No leaks were found. The cause of the reported cannula dislodge event could not be determined. No problems were found regarding the reported bent/kinked and leaking during wear events. During fluid path testing, a bent needle was observed indicating a damaged hard cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the cannula had popped out of the skin and the adhesive was properly secured during wear. When removed from the infusion site (leg), the pod's cannula was found bent and was able to smell insulin from her fingers. As treatment, the patient applied a new pod.